Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/28/2021. H.6. Investigation: one used sample model 2202-0007 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample was able to be primed. An infusion run was performed using alarais pump dchu-0010 and pump module dchu-0014 at 42 ml/hr for 3 hours. The run was successfully completed. The customer complaint that the product was primed without issue and was infusing for several hours before it alarmed for "occlusion" could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 20115722 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115722 regarding item #2202-0007.

Event description:
It was reported that as lvp 20d 1.2m was occluded. The following information was provided by the initial reporter: material no.: 2202-0007 batch no.: 20115722. It was reported the product was primed without issue and was infusing for several hours before it alarmed for "occlusion". Is this associated with this incident: the product was primed without issue and was infusing for several hours before it alarmed for ¿occlusion.¿ the patient¿s line was ruled out as the source of occlusion and the tubing had to be re-primed. This was a large patient and was not running at a low rate, as referenced in one of the emails below. The nurse who reported the issue stated the blue ball was wedged at an angle in the tubing when she caught the error. We did share the pump cartridge loading tips shared in a prior email with staff to assure we are correctly loading the cassette. **I did explain to the customer that this set does not have a clue ball and burettes only have blue balls. I am awaiting clarification.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m was occluded. The following information was provided by the initial reporter: material no.: 2202-0007. Batch no.: 20115722. It was reported the product was primed without issue and was infusing for several hours before it alarmed for "occlusion". Is this associated with this incident: the product was primed without issue and was infusing for several hours before it alarmed for ¿occlusion.¿ the patient¿s line was ruled out as the source of occlusion and the tubing had to be re-primed. This was a large patient and was not running at a low rate, as referenced in one of the emails below. The nurse who reported the issue stated the blue ball was wedged at an angle in the tubing when she caught the error. We did share the pump cartridge loading tips shared in a prior email with staff to assure we are correctly loading the cassette. **I did explain to the customer that this set does not have a clue ball and burettes only have blue balls. I am awaiting clarification.